Manufacturer narrative:
(B)(4). Associated MDR#s: 9680794-2023-00055; 9680794-2023-00122; 9680794-2023-00056.

Event description:
Customer reports that four kits were required to access on the same patient. The customer reports that for two kits the guidewire was bent and on the other two kits the wires unraveled. Customer reports after multiple attemps they were able to successfully place the catheter. No medical intervention was required. There was no injury or harm to the patient. The patient's condition is "fine."

Manufacturer narrative:
(B)(4). Associated MDR#s: 9680794-2023-00057; 9680794-2023-00055; 9680794-2023-00122; 9680794-2023-00056. The customer returned one guide wire and the product lidstock for evaluation. The guide wire was unraveled and showed evidence of use. Visual examination revealed the guide wire was unraveled from the proximal weld and has several kinks in the guide wire body. The proximal end of the core wire was broken and protruding out of the coil wire. The distal j-bend was misshapen but intact. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the proximal weld and that the weld was present at the end of the coil wire. The exposed proximal core wire tip was pinched and discolored at the point of separation. Both welds appeared full and spherical. The kinks in the guide wire measured 180mm, 288mm, and 541mm from the distal end. The guide wire total length measured 597mm, which is within the specifications of 596-604mm per product drawing. The guide wire outer diameter measured 0.81mm, which is within the specifications of 0.788-0.826mm per product drawing. Functional inspection of the guide wire could not be performed for this complaint investigation due to thedamage to the returned guide wire. A manual tug test confirmed that the distal weld was intact. A device history record review was performed with no relevant findings. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. The guide wire met all functional/dimensional requirements during investigation testing. (B)(4). The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reports that four kits were required to access on the same patient. The customer reports that for two kits the guidewire was bent and on the other two kits the wires unraveled. Customer reports after multiple attemps they were able to successfully place the catheter. No medical intervention was required. There was no injury or harm to the patient. The patient's condition is "fine".